Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during surgical use for this (B)(6) male, while surgeon was broaching, the surgeon perforated through the femur. The surgeon then removed broach after seeing x-ray and had to put two cables around femur. After cables were in place, went back to broaching and made sure he was down the canal. The issue caused a 15-30 mins delay. Patient was last known to be in stable condition following the event. Device will not be returning as it is still in use and was not damaged.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported was likely the result of excessive force, improper alignment of the instrumentation, poor bone quality, or a combination of the above which led to the bone fracture during broaching of the femoral canal. However, this cannot be confirmed as the device was not available for evaluation and additional clinical information was not provided.